Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient had signs of possible infection as they had seeping from their pocket site as if a blister broke open. The healthcare provider (hcp) didn¿t think things looked back even in the operating room but they removed the pump and the pump segment of catheter. It was unknown if there were external factors that contributed to the issue. It was unknown if there were diagnostics/troubleshooting performed. The issue was resolved at the time of the report. The explanted devices were discarded as the company representative was not made aware of the explant until after it occurred. The patient's weight and medical history were asked but unknown.